Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device showed the service wrench, charge-pak and attention icons in the readiness display; in addition, the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was out of warranty; the customer declined further evaluation and requested that the device be returned to them without being repaired or evaluated. No further evaluation could be performed. A cause of the reported issue could not be determined.